Event description:
Mother of home pt (hp) reports pt line of homechoice sets were not priming completely. Hp was able to prime line after restarting with new supplies. Per rn, there was no pt injury or medical intervention as a result of incident.